Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the high impedance over 4000 and problem with the lead was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it stated that the patient complained of worsening urgency and urge incontinence and upon e valuation the ins battery was low and the lead appeared to be not working appropriately and it was agreed to be removed and replaced. No further complications noted or anticipated and it was resolved without sequelae.

Manufacturer narrative:
Product ID 3093-28, lot# va0aen7, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: va0aen7, ubd: (B)(6) 2017, UDI#: (B)(4). (B)(4) pertain to product ID 3093-28 lot# va0aen7 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the impedance was checked during a modification and it was determined to be over 4000, therefore, there was a problem with the lead necessitating removal and replacement; the device diagnosis was high impedance. It was noted that the event was related to the device or therapy and not related to the implant procedure. The event resolved without sequelae on (B)(6) 2017. No patient symptoms were reported. No further complications were reported/anticipated.